Manufacturer narrative:
The customer indicated that the accu-chek inform ii meters (meter 1 and meter 2) successfully passed the qc on the day of the event. The investigation did not identify a product problem.

Manufacturer narrative:
The accu-chek inform ii meter (meter 1) serial number was (B)(6) . The accu-chek inform ii meter (meter 2) serial number was (B)(6) . The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The reporter complained of discrepant glucose results for 1 patient sample tested on an accu-chek inform ii meter (meter 1) compared to a different accu-chek inform ii meter (meter 2). On (B)(6) 2024: at 8:07 am the patient was tested on meter 1 and received a glucose result of 346 mg/dl. At 9:41 am the patient was re-tested on the same meter and the result was hi (> 600 mg/dl). This hi result was questioned. At 9:49 am the patient was tested on meter 2 and received a glucose result of 278 mg/dl. The customer believed the value of 278 mg/dl to be accurate.